Event description:
The user states, he was running the c6000 and started to see patient results with "0" or very low values for random assays. Only 2 patients were affected. Sample 2, had a total bilirubin result 0 mg per dl and repeated at 0.6 mg per dl on the other analyzer. The erroneous result was reported for only one of the patient samples, but no information was given to determine which. No patients were adversely affected.

Event description:
The user states, he was running the c6000 and started to see patient results with "0" or very low values for random assays. Only 2 patients were affected. Sample 1, had a glucose result of 3 mg per dl that repeated on the other c6000 as 95 mg per dl. The erroneous result was reported for only one of the patient samples, but no information was given to determine which. No patients were adversely affected.

Manufacturer narrative:
The field service representative determined there was a hole in vacuum tubing number 2 on the rinse mechanism and replaced it. He realigned the tubing and the sample probe. To verify the analyzer performance, he ran calibration, controls and a precision check with results within specifications.

Manufacturer narrative:
The field service representative determined there was a hole in vacuum tubing number 2 on the rinse mechanism and replaced it. He realigned the tubing and the sample probe. To verify the analyzer performance, he ran calibration, controls and a precision check with results within specifications.